Event description:
While opening a bottle of enzymatic cleaner, the field service representative (fsr) was splashed in the eye. The fsr washed eye with water and went to the emergency room for treatment. The fsr was given eye drops for lubrication and a cream for a minor skin burn. The fsr stated he was fine and no further treatment was required.

Event description:
Customer's family member reported customer received a reading of 219 mg/dl from her freestyle lite meter which was higher when compared to a competitor meter's reading (120 mg/dl). Customer's family member further reported customer self-administered "too much" insulin in response to the reading and subsequently experienced symptoms of "shakiness" and dizziness which resulted in a loss of consciousness and seizure. Paramedics were called and they transported customer to a health care facility where she was diagnosed with severe hypoglycemia. Customer's family member stated the customer also received a reading of 160 mg/dl from her adc meter which was higher when compared to a hcp meter's reading (39 mg/dl) customer's family member reported customer was treated with IV and glucose and she was given food at the health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1012905) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.